Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose was 168mg/dl. The customer stated the pump was unable to rewind. The customer was advised the pump will be replaced and to discontinue use of the pump.

Manufacturer narrative:
The insulin pump alarmed pump error 38 during rewind due to corroded motor home switch. Unable to confirm pump error 35, 37 thru 40, 42 thru 43, 79 thru 80, 82 and 130 alarm due to pump error 38 alarm. Unable to perform displacement, rewind, seating and basic occlusion tests due to pump error 38 alarm. The insulin pump was received with scratched case and fading serial number label.